Manufacturer narrative:
For the reported event, a ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The auxiliary o2 was upgraded and all ports were replaced and the unit was returned to service.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model 1006-9305-000 anesthesia gas machine was not delivering o2 through the auxiliary o2 port. This report was from a single source. This event involved a patient. There was no patient information available.